Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported that an arteriotomy closure of the moderately calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a percutaneous transluminal coronary angioplasty. The lever had been returned to the original position to park the proglide foot with no resistance felt. Reportedly, after the proglide device was deployed, resistance was felt during proglide device removal. The proglide device was pulled harder and the proglide device came out of the patient anatomy. The foot of the proglide device had not retracted completely. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. There was a clinically significant delay in the procedure or therapy. No additional information was provided.